Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the setscrews were difficult to manuever and seemed to freeze up at times. After the testing was completed, while the patient was still in surgery, the patient received an inappropriate shock. Although the setscrews seemed tight when re-checked, the physician elected to replace the ICD since the setscrews had been loosened and re-tightened several times throughout the case. The ICD was returned to cpi for analysis.